Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the blood was coming back through the balloon port. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the balloon catheter shaft was kinked and wrinkled. And the balloon catheter tip was compressed. In addition, the balloon has a hole. During functional testing, the balloon was inflated and was observed to be leaking due to the hole (puncture) in the balloon. The originally assigned 'balloon catheter shaft leaked' was not confirmed since no leaks or holes were found along the catheter shaft during analysis. However, the reported complaint that blood came back through the balloon port during the procedure was confirmed based on the balloon puncture and blood observed in the catheter shaft/balloon, it is possible that blood entered the inflation lumen through the hole in the balloon and subsequently came out of the balloon fill port. Additional complaint information indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu, there were no difficulties during inflation/deflation of the balloon during preparation, a peel away sheath was used, no resistance was encountered throughout the procedure, and continuous flush was maintained. Based on device analysis, it is likely that the damages noted to the catheter shaft and balloon (kinked and wrinkled shaft, compressed tip, punctured balloon) were sustained during the clinical procedure possibly during advancement into the introducer sheath or through the patient's anatomy. Although it was stated that the balloon was ok on the table after the case, it is likely the puncture in the balloon was not detected after the procedure since the device had already been deflated. As a result, a probable cause of operational context caused was assigned to the analyzed 'balloon catheter kinked/bent', 'balloon catheter damaged', 'balloon catheter tip damaged', and 'balloon has hole/perforation' since these issues are associated with a product that met design and manufacture specifications and was used in accordance with the dfu (direction for use) but device performance was limited due to procedural/anatomical factors during use.

Event description:
During the procedure, it was reported that the blood was coming back through the balloon port. No clinical consequences reported to the patient.